Manufacturer narrative:
Product analysis delivery system decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Delivery system returned with the back-end section detached. The external slider and back-end wheel returned in the forward position. A fracture was evident to the back-end wheel screw gear and to the hypotube 11cm from the luer port causing detachments at the screw gear and hypotube. The material was rough and jagged at both detachment sites. A kink was visible to the graft cover and spiral tube 25cm from the strain relief. A kink was also visible to the spiral tube 3.5cm from the spindle. No damage was found to the back-end wheel and it was securely attached to the screw gear. The reported ¿detached (in vitro)¿ can be confirmed through analysis of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received;it was reported that this was not a regular aneurysm. The patient had thrombosis and after thrombectomy the stent graft was implanted. The stent was fully deployed despite the back-end wheel issue. When the physician tried to screw the back end wheel he felt there was no resistance, just like it turned round and round. The physician had to hold the part between the rear handle and screw gear tight to be able to turn the back end wheel. After they started deploying and tried to open the pins he saw that it was broken. Product analysis conclusion; the images returned reveal a fracture to the back-end screw gear. The back-end wheel is in the forward position. The reported ¿detached (in-vitro)¿ cannot be confirmed from the images returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the delivery system was returned with the back-end section detached. The external slider and back-end wheel returned in the forward position. A fracture was evident to the back-end wheel screw gear and to the hypotube 11cm from the luer port causing detachments at the screw gear and hypotube. The material was rough and jagged at both detachment sites. A kink was visible to the graft cover and spiral tube 25cm from the strain relief. A kink was also visible to the spiral tube 3.5cm from the spindle. No damage was found to the back-end wheel and it was securely attached to the screw gear. The reported ¿detached (in vitro)¿ can be confirmed through analysis of the device. Images returned reveal a fracture to the back-end screw gear. The back-end wheel is in the forward position. The reported ¿detached (in-vitro)¿ cannot be confirmed from the images returned. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was  used during an acute evar procedure. The patient presented emergently on the same day. It was reported  that the back hand wheel felt strange from the beginning of the procedure. When the physician wanted to turn it, the physician had to use force and it then broke. As per the physician the cause of the event was that there was something wrong with the product before they tried to screw the bac k-hand wheel. No additional sequelae were reported and the patient is fine.